Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced inaccurate reading through hf sensor. As a result, the sensor was recalibrated via echocardiogram on (B)(6) 2018 where the mean was increased by: 14.7 mmhg . Accurate readings were observed under the manufacturer's patient care network database.